Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc is reporting >1500ohm impedance. There is also a known insulation breach on this rv lead. No further information at this time. Device remains implanted.